Event description:
The customer reported kv & ma problem. Also a grainy picture appeared during a case. The case was completed without injury.

Manufacturer narrative:
The ge service rep was unable to duplicate the malfunction. He replaced the ccd camera. System tests satisfactory at this time.